Event description:
The customer reported the device failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of pt involvement. The unit was evaluated at the philips andover repair bench and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.